Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low svc (superior vena cava) coil impedance alert of zero ohms on the right ventricular (rv) lead at the same time that the patient was receiving electrical stimulation therapy. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.